Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly and charging capacitor, which resolved the reported issue. Physio completed other unrelated repairs and after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer, contacted physio-control to report that their device is not delivering defibrillation energy as expected, it is approximately 70% lower than expected. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed charging capacitor and determined that the cause of the reported issue was due to the capacitor being out of tolerance. The recorded output was 135uf versus the minimum acceptable output of 196uf. The removed therapy pcb assembly was an ancillary part and there was no failure of the assembly.

Event description:
The customer, contacted physio-control to report that their device is not delivering defibrillation energy as expected, it is approximately 70% lower than expected. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported issue.